Manufacturer narrative:
Method: functional evaluation; device history review; complaint history review; risk assessment. Results: the customer event of a trio lx small connector jam was confirmed via functional inspection of the returned device. The returned connector and connector adaptor were attempted to be disassembled, but could not be. Additionally, the set screw was not fully seated against the retaining ring within the connector, meaning that most of its main body still rested within the region that was enclosed by the connector adaptor. The surgical technique states that in order for the connector adaptor to be removed from the connector, the set screw must be fully threaded down and seated against the retaining ring. Because the set screw cannot be screwed down, the connector and adaptor cannot be separated. Conclusion: the most likely cause of the issue could not be determined.

Event description:
It was reported after a demonstration, the connector adapter could not be removed from the sample of offset connector.

Event description:
It was reported after a demonstration, the connector adapter could not be removed from the sample of offset connector.